Event description:
"Situation: defect noted at the back of ns bag, small hole, leaking. Background: patient scheduled for q8 week inflectra. Upon opening 250ml ns bag from packaging, leakage was noted. Reconstitution was not performed and remains in package. Assessment: a defect was noted on the back of the bag, the base of defect is where ns noted to be leaking out of. Pharmacy contacted, ns bag was not used and never reached patient. Recommendation: due to timing of infusion, patient tentatively rescheduled to [redacted date]."